Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that three segments of the lead (severed 35 and 130 mm from the terminal pin) were returned with the total length of 810 mm. Set screw marks were noted on all terminals. There were cuts, tears, and punctures in the insulation. Conductor coil were deformed and extremely stretched. The distal end of the proximal spring electrode was separated from the lead body insulation; medical adhesive was noted and the proximal polytetrafluoroethylene was also torn. Tissue was noted on the lead body and body fluid was noted in the lumen. Tests were then completed and passed. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the pacing/sensing portion of this right ventricular (rv) lead was previously abandoned surgically but there was no information why it was surgically abandoned. During explant procedure of the other right ventricular (rv) lead this lead was explanted as well. No additional adverse patient effects were reported.